Event description:
During a total joint (knee) replacement the pt rec'd a burn to the posterior aspect of her right leg just below the knee. The rn scrub nurse stated that the electrosurgical pencil was activated automatically at that point the cause of activation was unk). Later it was reported that a sales rep was noted to be using a cellular phone in the back hallway of the or suite. The question was raised - could the cell phone have activated the esu? The burned area was excised and closed with suture.